Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 600 mg/dl. The customer reported symptoms of lightheadedness, shortness of breath, numbness in legs and bones, feeling like she is going to pass out, and not feeling good. The customer treated with the insulin pump and a syringe. The customer reported receiving a no delivery alarm in the past. The customer performed troubleshooting but did not find any anomalies. The customer was sent tubing clamps to perform the high pressure test and was advised to call back when she received them. The customer's blood glucose reading dropped to 406 mg/dl while on the phone. Nothing was replaced or returned for analysis.